Event description:
It was reported to bsc/target that during the procedure the gdc 18-fibered vortx shape coil positioning was very gentle. When dr. Tried to push the coil from the catheter (excelsior 1018), the coil released itself medically (power supply). The connection between coil and pusher wire was broken. Fortunately, the position of the coil was okay and they finished the procedure successfully.